Event description:
It was reported that following a CT scan, the pt experienced intermittent and overstimulation sensation. The pt was at home. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).